Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed sleep current measurement, active current measurement, self test. All currents within spec range. However, confirmed power error 25 due to non-sleep anomaly software error.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected. The customer stated they were able to clear the alarm and able to complete rewind process. Customer reported that notification light stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.